Event description:
(B)(4). Severe bleeding, abdominal cramping so bad I need pain meds, tooth decay, hair loss, kidney stone, uti, pain during intercourse, bleeding during intercourse. Headaches, muscle cramping in legs and feet, swelling of feet and belly.